Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleedings out of periods") in a female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("recurrent lumbar pain"), renal pain ("kidney pain"), genital haemorrhage (seriousness criterion medically significant), tinnitus ("tinnitus on right ear"), pain ("right side pain"), pain in extremity ("interior side of arm pain"), neck pain ("cervical pain"), headache ("headache"), amnesia ("loss of memory"), arthralgia ("joint pain"), gastrointestinal disorder ("functional colon disease"), breast mass ("nodule on right breast"), allergy to metals ("nickel allergy") and uterine leiomyoma ("uterine fibroma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, back pain, renal pain, genital haemorrhage, tinnitus, pain, pain in extremity, neck pain, headache, amnesia, arthralgia, gastrointestinal disorder, breast mass, allergy to metals and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, arthralgia, back pain, breast mass, gastrointestinal disorder, genital haemorrhage, headache, neck pain, pain, pain in extremity, renal pain, tinnitus and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: positive to nickel. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: abdominal pain ¿ analysis in the global safety database revealed 1.959 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-feb-2018. The most recent information was received on 12-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("bleedings out of periods") in a female patient who had essure (batch no. C26935) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("recurrent lumbar pain"), renal pain ("kidney pain"), tinnitus ("tinnitus on right ear"), pain ("right side pain"), pain in extremity ("interior side of arm pain"), neck pain ("cervical pain"), headache ("headache"), amnesia ("loss of memory"), arthralgia ("joint pain"), functional gastrointestinal disorder ("functional colon disease"), breast mass ("nodule on right breast"), allergy to metals ("nickel allergy") and uterine leiomyoma ("uterine fibroma"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, back pain, renal pain, tinnitus, pain, pain in extremity, neck pain, headache, amnesia, arthralgia, functional gastrointestinal disorder, breast mass, allergy to metals and uterine leiomyoma outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, amnesia, arthralgia, back pain, breast mass, functional gastrointestinal disorder, genital haemorrhage, headache, neck pain, pain, pain in extremity, renal pain, tinnitus and uterine leiomyoma with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: positive to nickel. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: abdominal pain ¿ analysis in the global safety database revealed 1996 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.